Event description:
It was reported that a remote alert was activated because the implantable cardioverter defibrillator (ICD) system administered anti-tachycardia pacing (atp) to address an arrhythmia. Subsequently, ventricular shock therapy was also applied to correct the arrhythmia. Technical services (ts) were engaged for a detailed review. The electrogram indicated occasional far-field r-wave oversensing. Ts advised a comprehensive review. The battery status was confirmed as ok, and the lead measurements were deemed satisfactory. The device is still in use and implanted. There have been no reported adverse effects on the patient.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.